Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; the device passed incoming testing. No anomalies were found. (B)(4).

Event description:
It was reported the epg (external pulse generator) was defective, doesn't work. The epg was returned for service. No patient complications have been reported as a result of this event.